Event description:
The iab was inserted into the patient on 8/1/96. On 9/24/96 after iab for 55 days, the "high leak" alarm sounded from the pump and dry blood was noted in the tubing. The pump was put on standby and the patient was taken to surgery where a second iab was inserted. Datascope was informed there were no complications from the event. The patient received a heart transplant on 9/25/96 and is doing well without any problems.

Manufacturer narrative:
Underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.